Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient was hospitalized due to an infection that led to a partial extrusion of the implant body (clearly visible externally).

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to an infection and extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Further diagnostic imaging confirmed three extra-cochlear channels likely due to a post-operative migration of the active electrode out of cochlea. In addition device investigation revealed damage to the active electrode caused by excessive mechanical stress. This is a final report.

Event description:
The user's hearing performance with the device was affected. The user was hospitalized due to an infection that led to a partial extrusion of the implant body (the implant housing was clearly visible to the naked eye). The user was explanted and reimplanted on the contralateral side.